Manufacturer narrative:
A company service representative examined the system and was able to duplicate the reported event. The w10 and w9 af power and signal cables were replaced. Preventive maintenance was done on the system. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient); "30 minute delay" (no code available). Product problem(s): "system switched out to complete case." (No code available); "system message code displayed." (Device displays error message). A surgeon reported during his last case of the day, a system message appeared. The system was rebooted by system message did not clear. The surgeon asked for a second system to be brought in to complete the case. There was a 30 minute delay. There was no patient impact reported.